Event description:
Nosecone separated due to wire wrap. During procedure the device was constrained by the guide wire. Removal of the entire system (balkan introducer, atherectomy device and guide wire) was attempted resulting in the separation of the nosecone. Multiple attempts to retrieve the nosecone were not successful using various devices (9fr introducer, filterwire, and another wire). Angiography of treated vasculature showed good results with no vessel injury. Patient remained hemodynamically stable. Patient required surgery to retrieve the device nosecone.